Manufacturer narrative:
Batch review performed on 29 april 2022. Lot 2104658: (B)(4) items manufactured and released on 30-jun-2021. Expiration date: 2026-jun-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional component revised: gmk-sphere 02.07.0033rp patella resurfacing size 1 (k090988) lot. 2111889: (B)(4) items manufactured and released on 09-nov-2021. Expiration date: 2026-10-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At about 1 month after the primary, patella fracture and infection discovered. Insert revision and osteosynthesis with tension band successfully performed.